Event description:
It was reported that an asymptomatic patient presented with crosstalk on the ventricular channel after atrial paced events, which triggered non-sustained lead noise alerts. The device was reprogrammed and the patient is in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.